Manufacturer narrative:
Tech service troubleshot with biomed trained on the service of the hut system. The customer stated the fluoro stopped working during the case, but they were able to finish the case using digital rad. The biomed thought there was a possible console atp pcb failure and ordered parts for the replacement of the console atp pcb and also a console fan kit. On a follow up call, the customer said biomed had received parts and had replaced the atp pcb and the console fan and that the prob was resolved. The system was now functioning to customer specifications.

Event description:
Customer reports the fluoro failed during an unknown procedure. The physician was able to complete the case with rad imaging. No reported injury. No additional details are known.